Manufacturer narrative:
Placeholder.

Event description:
We received a report that a patient developed endophthalmitis 2 days after having an intraocular lens implanted. Follow up from the surgery center indicated that the patient was referred to a retinal specialist. On (B)(6) 2013, a sterile culture was obtained and the patient started on vancomycin/tobradex every two hours, pred-forte every two hours and atropine twice a day. In follow up on (B)(6) 2013, significant inflammation was still present, but the hypopyon had resolved. The patient received a subtendons kenalog injection at this visit. Follow up visits on (B)(6) 2013, note the inflammation is reduced, fibrin had mostly cleared and a good response (to medication). The results of the culture were negative. At the (B)(6) 2013 visit the patient received another kenalog injection and continued on vancomycin/trobradex 4 times a day, pred forte every two hours and atropine twice daily. At this time, the lens remains implanted.

Manufacturer narrative:
Manufacturing records were reviewed: all process operations presented in the manufacturing record from generation to boxing were in compliance. No deviation or non-conformance (ncr) related to the customer claim was generated. Based on the manufacturing record review, no deviation or assignable cause was identified for the complaint type reported. Sterilization records: the production order was sterilized in lot a2000127. The sterilization record for this lot was reviewed and no deviations that could affect the sterility assurance were identified. The product was processed according to requirements and met the specifications. Environmental: no environmental action was found for cii acrylic clean room class 1,000 for the week when this p/o was processed. The manufacturing record and related documents shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Placeholder.